Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an urgent abdominal aortic aneurysm. The aortic neck length was approximately 14mm and the neck angulation was about 45 degree. It was reported that the patient presented emergently with a symptomatic abdominal aortic aneurysm. During the index procedure, upon releasing the supra renal anchor pins, the proximal stent graft appeared to shift down about 10 mm from the targeted landing zone. The bifurcated device was not deployed down to the gate prior to releasing the supra-renal stent, which likely contributed to the device to shifting down. The angiogram, after the bifurcate and contralateral limb were implanted, it did not reveal a type I proximal endoleak; however, it was decided to implant an endurant aortic cuff due to the short aortic neck length that the bifurcate was sealing- in. The cuff was implanted up to the renal arteries without issue. The final angiography confirmed good placement and proximal seal. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (inaccurate delivery), failure to follow instructions (not deploying the bifurcate down to the gate prior to releasing the suprarenal stents.) Patient's condition affected effectiveness of device (anatomy related; short/angulated proximal neck). Conclusion: known inherent risk of a procedure (inaccurate delivery), device failure/lack of effectiveness related to patient condition (anatomy related; short/angulated proximal neck), failure to follow instructions (not deploying the bifurcate down to the gate prior to releasing the suprarenal stents.)